Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge stm performing the pm replaced and successfully calibrated the helium reservoir. The stm then completed the pm service including all safety, functionality, and calibration checks which all passed to factory specifications. The iabp unit was released to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported that during a scheduled preventative maintenance (pm) service performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) had low pressure, and the helium regulator was failing factory specifications. There was no patient involvement and no adverse event was reported.